Event description:
I want to report to your company that there is a medical problem with your syringes and the syringe number is as follows gauge 1cc insulin syringe, lot ndc 0603-7002-21. There is potential danger with this syringe. It has a problem with the needle sliding back into the syringe after you put it into the injection spot on your body. I had to call the emergency medical response ambulance to my home in 2009, because I was sure the syringe had broken off into my arm after I had put it in and it caused my arm to get a knot on the injection site, and the rest of the insulin would not go in my arm, and when I pulled it out, the needle was gone. So, I got scared and called the paramedics to my home, but on examination of site, the paramedic asked to see the syringe and he said, the needle in the syringe had slid back into the syringe itself, but he said to be careful from now on this could become a problem for me with being a diabetic, so if you could do something to correct this problem with the accusure insulin syringes, I sure would appreciate it so much. I have four of the same boxes with the lot number I just reported to your company and now I am scared to use this brand, and I am going back to my pharmacist and ask if he will switch them out for a different brand. I have been using this brand for 15 years and have never had this happen till now. Thank you! Dates of use: 1990 - 2009. Diagnosis or reason for use: insulin diabetic. In 2009.